Manufacturer narrative:
Technician found the head up function was not working, due to stuck CPR valve. Replaced the CPR valve to resolve this issue. Bed located in bed shop.

Event description:
Info received that the head up does not function. No injury reported.